Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the express remote monitor website had the wrong patient's name entered; however, the patient's name was updated manually and is listed correctly on the report. The website remains in use. There was no patient involvement.